Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump case was opened and the motor flex cable was not fully inserted into the motor flex connector. The display screen also appeared dim and discolored. The device history indicated multiple cs 078-0008 alarms on the event date, and the pump could not be fully exercised due to a recurrence of the alarm. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a faulty motor flex and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.